Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during weekly lab testing, results showed a down trend in hematocrit (hct) from 30% on (B)(6) 2018 to 18% on (B)(6) 2018. The patient reports of black stools with increased fatigue and shortness of breath on (B)(6) 2018. On (B)(6) 2018, coumadin was put on hold. The patient presented to the clinic on (B)(6) 2018 with continued complaints. While in the outpatient clinic, the patient was transfused with 2 units of packed red blood cells (prbc). Anticoagulant at the time of event were warfarin and aspirin, however was put on hold. A ramp echocardiogram was done as a precaution and lvad was working as intended with no speed changes. On (B)(6) 2018, the patient tested positive occult blood and a gastrointestinal consult is planned. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.